Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. E1: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient tape not sticking and cannula fell while playing due to sweat on (B)(4) 2026.